Event description:
The physician told the gore rep there was seroma surrounding the entire gore propaten vascular graft. The physician reported he was preparing to remove the gore propaten vascular graft and put in a cryovien graft. The gore propaten vascular graft was explanted approx 3 months after implant.

Manufacturer narrative:
Review of the mfg records verified that the lot met release requirements. Note: device examination results: evidence of holes or tissue consistent with a seroma was not observed. In the sections of vascular graft examined, the abluminal surface was covered in a variable amount of tissue. The observed tissue encircling the vascular graft, lymphohistiocytic inflammation surrounded by variable amounts of well-differentiated collagenous connective tissue, was interpreted as that of a normal healing response to the implanted vascular graft. The lumen was partially filled with red blood cells intermixed with acute thrombus. The luminal surface of the vascular graft was diffusely covered in proteinaceous tissue. The interstices of the vascular graft were primarily filled with proteinaceous tissue intermixed with a small population of cells, particular situated adjacent to and extending from the abluminal surface of the graft. Evidence of infection was not observed.